Event description:
A malfunction on the pump was reported by the caller. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. The customer was instructed by cts to put the pump into storage mode before returning it to tandem, and a replacement pump was sent. The caller was also informed about the steps to take upon receiving the replacement pump and acknowledged understanding of these instructions.